Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following an atrial fibrillation procedure, a cardiac effusion was noted.